Manufacturer narrative:
Additional information received: the received product is a fragment of a xive d3,4 implant, but the length is unknown and the product number cannot be determined. The product changed to unknown xive implant. This additional information is being added to this follow up report. Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Device received for this event is being corrected from xive s plus impl d3,0/l11 catalog # 26-2422 to unknown xive implant catalog # unk xive implant. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.